Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported a loss of suction occurred during lasik flap creation. Patient interface was exchanged and a double (second) pass was performed with no patient complications.

Manufacturer narrative:
Logfile review for the day of treatment shows during preparation of the reported treatment the user was able to achieve good suction values which indicate good docking. During the side cut, a warning message was prompted due to a too low value for suction two after the system already accepted the values and the treatment was aborted. The user restarted the aborted treatment and completed it without problems. During the complete day, the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no other issues and also the vacuum and energy stayed stable. No technical problem. Most possible root cause for the reported problem is caused by the handling of the user. (B)(4).